Manufacturer narrative:
Device unable to prime during prime/compromised force sensor system test and motor error alarm during the basic occlusion test due to faulty force sensor resistor. No compromised force sensor system alarm. Motor passed motor test. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm during basal. Customer's blood glucose was 146 mg/dl. Customer reported the insulin was squirting out during manual prime. During troubleshooting, customer reported the device was stuck in prime rewind screen. Device alarmed a compromised force sensor system alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.